Event description:
It was reported that the cartridge would not fully snap onto the pump. There was no adverse impact to the customer¿s blood glucose level. The customer performed a supply change and resumed insulin therapy.